Event description:
The reporter stated that the prod had been implanted for a sinus lift at the site of a dental extraction defect at the upper right molar where there was a facial plate defect. When the dr re-entered the site 4 months later, the prod was observed to be "mush". It was explanted.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.